Event description:
Device malfunction: none. Time of symptoms/ae: during and post procedure. Symptoms/ae: left-side weakness. Embolic stroke. It was reported that, during a right internal carotid artery stenting procedure, the pt experienced a transient episode of bradycardia and vasospasm. The procedure was completed without any pt sequelae, and the pt was discharged to home 2007. The pt began experiencing weakness of the left extremities, which progressed, and on three days later, the pt was admitted to the hospital from the emergency department. It was determined that the pt had an embolic stroke and a recent infarct on the left side. The pt was given thrombolic treatment and the condition was reported as improved, resulting in discharge to home on three days later. Though requested, no additional information was available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The device remains in the pt. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.